Event description:
Iceforce needles and the cryoablation system were tested prior to a cryoablation procedure with no issues. During the freeze cycle the needle shaft collected ice on an iceforce needle. A new needle was used to complete the case. The case was completed with no injury to the patient. The needle will be returned.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as one of the three needles returned failed investigative testing. The ice ball size is within the specification which was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with a new needle.

Event description:
Iceforce needles and the cryoablation system were tested prior to a cryoablation procedure with no issues. During the freeze cycle the needle shaft collected ice on an iceforce needle. A new needle was used to complete the case. The case was completed with no injury to the patient. The needle will be returned.